Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to an interventional watchman procedure. Reportedly, a suture break occurred. Hemostasis was achieved via cut down with figure eight suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.